Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed with the data retrieved from the returned system controller (serial # (B)(6).the log file captured a driveline power fault alarm event on (B)(6) relating to a power a fault. The returned system controller was functionally tested using laboratory equipment and operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified that could be correlated to the driveline power fault alarm events captured in the log file. The system controller was tested together with the return modular cable (lot # 7057299) and a driveline power fault alarm could not be reproduced. A root cause of the driveline power fault alarm captured in the log file could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6) was shipped to the customer on 25sep2019. Heartmate 3 patient handbook document cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline power fault alarm. Driveline power fault alarm: 1. Call your hospital contact immediately for diagnosis and instructions. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use (IFU) states ¿replace any equipment or system component that appears damaged or worn¿. Under section 6 "patient care and management" caution not to twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-00028.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for intense trauma to her driveline exit site. The patient experienced intermittent driveline power faults after the trauma to the site. There was no external indication of driveline damage. There were no pump stops recorded. The patient had x-rays taken which were found to be unremarkable. It was recommended to exchange the modular cable, controller and monitor for reoccurrence. The modular cable and controller were exchanged which cleared the alarm. The patient will be monitored for any additional alarms. No additional information was provided.